Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color with the incident lot was not observed. The red stoppers are an acceptable shade of red per rubber quality engineering. The tubes contained red closures as indicated in the red label on the shelf pack. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer(r) serum blood collection tubes experienced the shield/cap stopper being a different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "it was found that the color is not exactly red during commercial inspection in (B)(6). But the color bar in the bottom of label is correct as red like other serum tubes."